Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, when the physician attempted to activate the sphincterotome and apply cautery, the erbe generator gave an error message. The physician visualized the sphincterotome endoscopically and discovered that the cutting wire was broken. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another hydratome rx sphincerotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The device component (B)(4) relates to the device problem (B)(4) for the reported event of cutting wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was broken. In addition, the extrusion was torn from the wide brown maker band to the distal tip. The cutting wire was discolored from usage and the broken ends appeared blackened. The outer diameter of the exposed cutting wire was measured and found to be within specification. During manufacturing, the sphincterotome devices are 100% inspected and the broken cutting wire and torn extrusion are likely due to procedural/anatomical factors. Therefore, the most probable root cause is "operational context." A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, when the physician attempted to activate the sphincterotome and apply cautery, the erbe generator gave an error message. The physician visualized the sphincterotome endoscopically and discovered that the cutting wire was broken. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another hydratome rx sphincerotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."